Event description:
As reported for this event by the customer, approximately 30 minutes to two hours into a therapeutic total laparoscopic hysterectomy an unknown error message was received for the device. Subsequently the device tissue pad detached. The procedure was completed with a new similar device without any delay. There is no harm or adverse impact to the patient. The patient did not need to be given additional anesthesia. Total procedure time was approximately between two to five hours. The doctor was performing functionality seal and cut (coagulation/incision) mode 1. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and cords of other medical devices were not bundled together. This issue occurred with this doctor for the first time.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the device tissue pad was worn and partially peeling back at the tip. There was a contact mark on the probe which indicates that the non-insulated area was contacting the probe. There was a contact mark on the non-insulated area which indicates that the probe was contacting the non-insulated area. The coating on the probe was also peeling. Upon performing the probe check, no abnormalities were detected. The output was activated in seal mode by closing the grasping section. Short circuit error (code u511) was not detected. Note: as the tissue pad wears out when the device is activated in seal and cut mode. Therefore, the test was carried out in seal mode. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: the grasping section was closed without grasping anything while the output was activated in seal and cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. Since the tissue pad was peeled back, the non-insulated area came into contact with the distal end of the probe, causing a contact mark. Either a force to activate the output in seal and cut mode or a force to grasp tissue might have been applied to the probe causing an error. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.